Event description:
The user facility reported a patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. It is reported that arteriosclerosis obliterans was identified in both lower limbs making insertion of the peel away sheath difficult. The medical staff managed to insert the sheath utilizing a buddy guide wire and plain old balloon angioplasty, but the impella pump catheter became stuck at the aortic arch due to the severe tortuosity and calcification of the patient¿s vasculature. Due to unsuccessful attempts at delivery, the medical staff made the decision to abort the process and remove the impella. The device was explanted; however, the procedural outcome is unknown.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.